Event description:
It was reported that post implant of a lap gastric band procedure on the first fill, two centimeters of saline was injected but could not be aspirated. The patient was taken for x-ray with contract. A leak was detected along the tubing and pooling at the base of the port. The radiologist thought the contrast was coming out at the port tubing junction. The port was replaced (B)(6) 2010. During the replacement of the port, the tubing was next to the skin and the tubing connector was attached to the port in the locked position. The strain relief was off 1 cm and easily accessed. The port was replaced and the explanted port is being held by risk management.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Device with risk management.